Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7310924. Medical device expiration date: 2020-10-31. Device manufacture date: 2017-11-07. Medical device lot #: 7227555. Medical device expiration date: 2020-07-31. Device manufacture date: 2017-08-15. Medical device lot #: 7257566. Medical device expiration date: 2020-08-31. Device manufacture date: 2017-09-14. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter there was a sterility breach. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter there was a sterility breach. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: DHR review for lot 7227555; was conducted for this investigation, which disclosed the following: lot was built on afa line 6 from 26aug2017 through 30aug2017 and packaged on packaging line 11 from 18aug2017 through 14jan2018. All required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Two rework work orders were packaged for this lot: lot 7227555r was packaged on packaging line 11 on 05nov2017 for the quantity of (B)(4). (P05-p06). Lot 7227555r was packaged on packaging line 9 on 13jan2018 for the quantity of (B)(4). (P01-p04). All required challenge samples, set-up and in process testing was performed in accordance with the quality plans. DHR review for lot 7257566 was previously conducted for pr 482388-544786 cr, which disclosed the following: lot was built on afa line 8 from 21sept17 thru 23sept17 and packaged on packaging line 9 from 22sept17 the 24sept17. All required challenge samples, set-up and in process testing was performed in accordance with the quality plans. No quality notification were initiated during the build of this lot number. Received a total of seven (7) unused 18ga bd insyte autoguard units within partially opened packages with all components present and intact. Three packages were from lot 7227555 and four were from lot 7257566. Visual/microscopic examination (method-n/a): lot 7227555: all three packages were partially opened at both the top and bottom of the packages (blister packs). The sterility barrier was compromised at the top of the packages and not at the bottom. Lot 7227566: all four packages were partially opened at both the top and bottom of the packages (blister packs). The sterility barrier was compromised at the top of 3 of the packages and at the bottom of 1 of the packages. Observed that although the unit packages had the partially open seal at the top and bottom of the blister packs and the sterility barrier was compromised at only one end of each package; the unit packages (blister packs) demonstrated to have had an adequate seal with no anomalies at time of manufacturing. Note: the product characteristics require a minimum of 1/8¿ seal transfer. This characteristic was met and the analysis revealed adequate top web adhesive. The key variables that affect seal strength are: seal transfer/width and top web glue. Both of these variables were included (confirmed) in this investigation. Conclusion(s): relationship of device to the reported incident: supplier-material bd supplier oliver-tolas (ot) 29lp uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to oliver-tolas. There is sufficient evidence to demonstrate the ot material or adhesive application is the root cause. Due to continuous issues with ot, bd is moving to an alternate supplier for the top web mat this packaging issue is under investigation: CAPA 48637 was opened to address the package seal integrity complaints and implement corrective actions.